Manufacturer narrative:
Paragraph 2, line 4: corrected from: a two (2) year review of product history for this device family showed a total of eight (7) similar reports for patient burns at the dispersive electrode application site. Corrected to: a two (2) year review of product history for this device family showed a total of seven (7) similar reports for patient burns at the dispersive electrode application site.

Manufacturer narrative:
One (1) "used" surefit dual dispersive electrode was returned to conmed corporation for evaluation. The device was examined in the laboratory; a visual inspection noted no defects in the wiring, foil or gel. No evidence of tissue burn was observed on the gel, wire cover or anywhere else on the device. The wire connection was securely wrapped and unexposed. An examination of the wire, staple and foil connection showed a firm connection free of any debris. A functional test was performed using a multimeter. Both lines were found to have proper continuity unaffected by vigorous movement of the wires the length of the cord. A contact impedance measurement of neutral electrodes was conducted on the failed device. Although the device was open to air since use, the device passed contact impedance measurement. The device was manufactured on 01-dec-2016. A review of the device history record for this lot found no discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. A two (2) year review of product history for this device family showed a total of (B)(4) similar reports for patient burns at the dispersive electrode application site. (B)(4). The exact cause of this reported "burn to the patient's right thigh" was unable to be determined, as the returned device met manufacturing specifications with no evidences of tissue thermal burn or gel char noted. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. The surefit dual dispersive electrode is intended for use in surgical procedures in which electrosurgery equipment with contact quality monitoring systems are used. Conmed surefit dual dispersive electrodes are designed for use with only those electrosurgical generators equipped with contact quality monitoring systems (ie arm, rem, and nessy, etc.) During electrosurgery and provides a path for rf energy produced at the active electrode to return to the generator. The surefit dual dispersive electrode is for use with all patient populations providing there is sufficient area to ensure full contact of the electrode with the patient's skin. It should be noted that in this instance the returned dispersive electrode exhibited no signs of any thermal burning. The IFU, instructions for use, specifically instructs the end-user, "avoid applying pressure to dispersive electrode through use of straps, tie downs, tape, etc." To reduce the risk of patient burns, the IFU provides the following additional warnings and precautions: failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance. Heat applied by thermal blankets or other sources are cumulative with heat produced at the dispersive electrode. Choice of application site removed from other heat sources reduces the risk of patient injury. Power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns. Always use the lowest power settings to achieve desired surgical effect.

Event description:
The end-user facility reported that during a distal right clavicle procedure on (B)(6) 2017, a conmed surefit dispersive electrode was utilized and placed on the patient's right thigh. Reportedly, upon completion of the surgery, and when the dispersive pad was removed, a "burn" to the patient's right thigh was identified at the site of the dispersive electrode. It was further reported that the reddened area measured 3cm x 5cm, with a 2nd degree burn measuring 0.5cm x 3cm. Treatment to the reported "burn" was silvadene ointment and a non-adherent bandage. The patient was able to be discharged home with the ointment. Further investigation revealed the safety strap in use during surgery was placed on the thighs near the dispersive electrode and a blanket was between the dispersive electrode and the safety strap. No prep, such as clipping hair, or removing oils and lotions, was done to the skin prior to application. A conmed 130309a electrosurgical handpiece was in use during the procedure. No manufacturer or catalog number has been provided regarding the electrosurgical generator in use at the time. The facility has stated their biomed department cleared the esu after the incident. There was no report of any long term consequences that resulted from the reported incident.

Manufacturer narrative:
User facility was able to provide information regarding the generator in use during the procedure. Conmed system 5000; model # 60-8005-001; serial # (B)(4). The generator was cleared by the facility's biomed after the incident.